Event description:
Approx 3 minutes after beginning of transfusion, the pt's blood pressure decreased and a slight pulse decrease. Pt was given neosynephrine in order to stabilize, which was unsuccessful and the transfusion was stopped. The transfusion was started again, decrease in blood pressure was observed and transfusion was stopped again.